Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 29-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving dilaudid (67.5 mg/ml at 13.546 mg/day) via an implantable infusion pump. The patient's medical history included scoliosis and failed back surgeries which resulted in chronic low back pain which radiates down bilateral legs to feet. It was reported that the patient's pain began to return about a little over 1 month from the report date of (B)(4) 2019. They confirmed that no alarms were heard. A dye study was performed on (B)(6) 2019 which showed no conclusive results. The catheter was able to be aspirated, but they could not confirm catheter placement using omnipaque under fluoroscopy. The hcp explained the findings to the patient and recommended a catheter revision, to which they agreed. The revision had not yet been scheduled. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's weight was provided. No further complications were reported.